Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other supera device referenced is being filed under separate medwatch report.

Event description:
It was reported that after lesion pre-dilatation to 6 mm of the chronic totally occluded, heavily calcified, superficial femoral artery a 5.0 x120 supera was implanted in the popliteal without issue. A 6.0x150 supera stent was positioned and was being deployed in the distal sfa when the thumbslide turned without advancing the stent; after manipulation the stent was successfully fully deployed but had elongated. A 6.0 x150 supera stent was being deployed in the mid sfa and encountered the same difficulty but ultimately was successfully deployed with stent elongation. Post deployment fluoroscopy revealed thrombus at the ostium of the sfa which was aspirated and the patient was given tpa and left the catheterization lab. During the evening the patient coded and was intubated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty and elongated stent was not able to be confirmed as the stent had already been deployed and remains in the patient. Potential factors for difficulty deploying the stent include, but are not limited to, manufacturing, anatomical conditions; deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens/ratchet). Based on the reported information and analysis of the returned device, the deployment difficulty may be the result of anatomical conditions as the lesion site was described as heavily calcified. It may be possible that the distal sheath of the delivery system was bent or restricted within the anatomy such that the ratchet efficiency was compromised and the ratchet was unable to engage the stent properly. However, this could not be confirmed. The stent stretching likely occurred due to manipulation of the delivery system to ultimately release the stent. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of thrombosis, as listed in the supera, instructions for use is a known patient effect. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.